Event description:
It was reported that the ventilator was delivering unauthorized breaths. The ventilator was set up with a breath rate of 10, but the portable capnographer confirmed a breath rate of 30. No pt harm reported.

Manufacturer narrative:
Na